Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, a piece of balloon broke off and it was missing at the end of the procedure. The doctor found it and removed it from the patient. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the obturator, dissector balloon, valve seal and lock collar appeared intact. The trocar balloon was broken. The insufflation bulb was received. The inflation syringe was received. Pmv performed functional testing; the valve seal hole was covered and the dissector balloon was inflated, no leaks detected. The trocar balloon could not be inflated due to the break. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.